Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, cable unit failure (twisted cable) was observed. Therefore, it was presumed that video function does not work properly due to cable unit failure and the indicated phenomenon [the endoscopic image cannot be displayed / e322) occurred. Additionally, it was stated that the cable failure observed was likely due to user handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿(precautions against frozen or lost endoscopic image): never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus 4k camera head was not producing an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image noted during testing. Additionally, an e322 error code was present, and the cable unit was found twisted. If additional information becomes available following the device evaluation, a supplemental report will be filed.